Manufacturer narrative:
The device, intended for use in treatment was returned for evaluation: a visual inspection confirmed the threads are damaged on the large screwdriver handle, which would cause the device not to function as intended. The device shows significant signs of wear/usage. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Per report the patient was injured due to the reported event. It was also noted via e-mail that there were ¿no broken pieces¿ left remaining broken pieces inside the patient. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery, when the surgeon was tightening the screw, the large screwdriver handle stripped. The procedure was finished using a smith and nephew back up device, with no surgical delay and no injury to the patient.